Event description:
It was reported that the right atrial (ra) lead's capture management was noted as being high and potential atrial oversensing was observed on stored electrogram (ECG) strips. The atrial sensitivity was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).